Event description:
It was reported that an intermate was missing a blue winged luer cap. This malfunction was identified prior to filling of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number 13h057 was manufactured august 24, 2013 - august 26, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned; therefore, a device analysis cannot be completed.